Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient had vegetation on the leads and the entire system planned to be explanted. It is unsure if the patient presented to another hospital for the procedure, as the sales representative has not seen the patient. No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a ventricular tachycardia/ventricular fibrillation storm and received multiple high energy shocks. The device declared end of life (eol) due to a charge time greater than 30 seconds. There was also a fault code displayed due to a charge timeout. The monitoring voltage was 2.56 volts. A capacitor reformation was performed and the charge time measurement was now reporting 23 seconds. The device planned to be explanted and replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.